Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2016, to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. Performed manual sound test:the customer complaint was confirmed because reported fault could be reproduced. No sound was heard from the receiver after manual test. The reported event of no audio output was confirmed. The root cause could not be determined